Event description:
The device would engage and the needle lock would function when no needle was present in the jaws, but once we attempted to grip a needle in the jaws, the teal hand pieces would not engage the needle lock.